Event description:
Customer reports back to back testing on the aviva system with results of 257 mg/dl and 121 mg/dl. Level 1 quality control was run and in range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.